Event description:
It was reported the radiopaque marker detached from this introducer sheath, but remained on the guidewire, upon removal during a biliary drainage procedure. No retrieval attempts were made. A biliary catheter was then placed and the detached marker became lodged on the tip of the biliary catheter. No further action was taken and the pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. Pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.